Manufacturer narrative:
Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event. According to the description of the incident and in accordance with the results of the investigation, the user fell due to her own fault ("patient wanted to start walking but her foot got stuck"; "got stuck on a plate"). Thus, the joint can be excluded as the cause of the fall.

Event description:
Patient fell with this device. While working in the garden the patient wanted to start walking but her foot got stuck and the joint suddenly went through without resistance. Patient filled up soil in the garden and got stuck on a plate, fell and fractured her femoral neck. She thought it was just a bruise and went to the doctor only 3 weeks later. She did not contact us until another week later. Meanwhile, a new hip joint was used.

Manufacturer narrative:
Device evaluation in progress; supplemental report will be submitted after additional information has been obtained.

Event description:
Patient fell with this device. Patient filled up soil in the garden and got stuck on a plate, fell and fractured her femoral neck. She thought it was just a bruise and went to the doctor only 3 weeks later. She did not contact us until another week later. Meanwhile, a new hip joint was used.